Event description:
Acct reports that the injection site "was off". Photo which accompanied complaint notes that the septum is inverted in the injection site housing. States that the number of injection was approximately 30 times. No serious pt injury or death occurred.